Event description:
It was reported that the patient¿s implantable neurostimulator (ins) and leads were explanted due to infection. It was noted that the event occurred during normal use. It was later reported that the patient had symptoms including signs of infection, fever, and pain. It was also noted that the device was not related. It was also reported that a culture was taken but the results were unknown. The location of the infection was reported as meningitis and the patient was reportedly in the hospital.

Event description:
Follow up information received from the physician reported that the patient had a severe dural tear of ¿unknown cause¿ that led to a chronic csf leak which was how they got the meningitis. The physician reiterated that the cause of the tear was unknown and that there was ¿no way of knowing¿. It was also confirmed that the ins and leads were removed with no plans to replace them. The patient was able to ambulate with no permanent issues noted. The patient was reported as recovered and was doing well. No information regarding any medications was provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).